Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service. This event resulted in an accidental radiation occurrence.

Event description:
The customer stated that when taking xrays, the system performed fluoroscopy on its own during a case and the emergency switch had to be used to shut down the system. There was no patient injury or death reported.